Event description:
It was reported that this laser fiber was defective. The procedure was completed with another of the same device. There was no patient complications. Analysis of the returned device identified a fractured fiber connector.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found no visible defects. Microscope inspection found that the connector had an internal connector fracture and burn marks on the connector. No light passing through the connector face and no aim beam exiting the fiber tip. The observed condition of no light exiting the connector can be result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for fiber to fire. The interaction of the console with the connector having this fracture likely led to overheating causing the burn marks observed. The reported failure of the fiber was confirmed. A review of the device instructions for use (IFU) was completed and state to carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. And hold the fiber tip to a non-reflective surface and ensure that a circular green appears. If the spot is weak or not visible, do not use and return the device to boston scientific for replacement. The device history record (DHR) review was performed and indicates that the device met all manufacturing specifications, therefore the failure was unlikely related to manufacturing. The investigation conclusion code assigned is cause traced to component failure indicating an expected or random component failure without any design or manufacturing issue.